Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being used on the patient during a procedure, the insulation on the device broke. The insulation sheath did not come off of the device, but it became dislodged. The device was no longer usable. There was no injury to the patient.